Event description:
As reported by the user facility: details of complaint (reported issue): tubing got disconnected at the seal during transfusion. Blood leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400623133. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, it was observed that part of the back check valve was broken off inside the y-caresite arm. Based on the investigation, the defect did not originate from a failure in the manufacturing process. Based on these findings, the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.